Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 70% stenosed lesion was located in a mildly tortuous, mildly calcified, proximal obtuse marginal (om) artery. The lesion was predilated with a 2.5x15mm maverick balloon. The physician tried to advance a taxus express2 2.5x16mm drug eluting stent to the target lesion, but was unsuccessful. Another stent had been implanted in the left anterior descending artery during another procedure over a month prior and was partially sticking out into the left main (lm). When the stent delivery system for the 2.5x16mm stent was being retrieved the physician "felt something and told the tech to check the balloon and the stent had come off". The physician though it had caught on the previously deployed stent causing the dislodgement. The guide was removed thinking the dislodged stent was in the guide catheter, but after flushing, they did not find the stent. Cine showed it was in the lm. The guide catheter was reinserted and the dislodged stent was retrieved with a snare. The physician used a "fair amount of force" to remove the sent and thought it might have been stuck on a piece of calcium. Following this, the lad "closed down". A clot had formed. The lad was rewired and stented with a 3.0x16mm liberate' stent. The om was only ballooned. No further pt complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.